Manufacturer narrative:
Ibgstar meter s/n (B)(4) and test strips lot #hd20wb38d, exp. 10/2012 (range 105-159mg/dl) were tested on (B)(6) 2011. Results: 147mg/dl, 145mg/dl, 140mg/dl. The complaint could not be confirmed. The function test had shown that the ibgstar meter worked properly and met specifications.

Event description:
An event occurred with the ibgstar system where indirect harm occurred because the patient injected a higher insulin dose and went into hypoglycemia based on readings on the ibgstar which were presumed to be too high.